Manufacturer narrative:
H10, h3,h6: the reported 72201994 osteoraptor 2.9 w/ 1 ub cobraid blu , used in treatment, has been returned for evaluation. The information provided states: ¿during a shoulder instability surgery, the anchor was found fractured and then removed with tweezers¿. Visual assessment confirms complaint. Anchor was broken and remained attached to the suture. An exact root cause cannot be determined with confidence, however factors that could have contributed to the reported event include: excessive force. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Further investigation is not warranted at this time.

Event description:
It was reported that during a shoulder instability surgery, the anchor was found fractured and then removed with tweezers. The procedure was completed with a backup device and no delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.